Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). A 190cm, straight-tip samurai guidewire was selected for use. The physician pre-shaped the wire prior to entering the patients body; however, when advancing the wire down to the lad, he noticed a break in the radiopaque portion of the wire. It appeared as if the wire had possibly been broken when shaping. The device was completely removed and another 190cm, straight-tip samurai guidewire was shaped and advanced into the patient's body, but the physician again noticed a break in the radiopaque portion of the wire. The procedure was completed and no complications were reported.